Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that he had been hospitalized for diabetic ketoacidosis and high blood glucose levels. The customer's blood glucose level was 600 mg/dl. No further information was reported.